Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6) ) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. A valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the filament of the adc freestyle libre sensor remained this their skin. On (B)(6) 2021, as a result, the customer experienced pain and bleeding at the sensor site and had the sensor filament removed with "pliers" by the hcp for treatment. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the filament of the adc freestyle libre sensor remained this their skin. On (B)(6) 2021, as a result, the customer experienced pain and bleeding at the sensor site and had the sensor filament removed with "pliers" by the hcp for treatment. No further information was provided. There was no report of death or permanent injury.